Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09hd9, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing no stimulation sensation. The patient went for her bone density test yesterday and she did not turn her stim off for the scan. The patient was not feeling stim today so was worried something was wrong. Patient services helped the patient connect and the patient was able to increase to 1.4 and stated she was feeling stimulation comfortably. The issue was resolved.